Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, recommended inflation capacities: 5cc balloon: use 10ml sterile water use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized speaker called in and stated they received a defective foley catheter. She stated upon inserting the foley and inflating the balloon they experienced leakage. They removed the catheter and attempted to inflate the balloon outside of the body and it did not inflate. She did not have any of the catheters or packaging nearby to provide the lot number. I am replacing the catheter. Patient stated she discarded of the catheter before calling. I informed her to hang onto any defective items in the future in case the manufacturer would like to check it for testing purposes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized speaker called in and stated they received a defective foley catheter. She stated upon inserting the foley and inflating the balloon they experienced leakage. They removed the catheter and attempted to inflate the balloon outside of the body and it did not inflate. She did not have any of the catheters or packaging nearby to provide the lot number. I am replacing the catheter. Patient stated she discarded of the catheter before calling. I informed her to hang onto any defective items in the future in case the manufacturer would like to check it for testing purposes.